Event description:
It was reported that this right ventricular (rv) lead exhibited a drop in lead signal and no capture. X ray revealed lead dislodgement. The physician programmed the pacing mode to atrial with high output and maintained capture. Subsequently, this rv lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.